Manufacturer narrative:
Device with scratches on lcd display window noted. The test reservoir was able to lock in place. Device received with intermittent button response due to j2 connector unlocked on lcd board noted. No button error alarm during testing. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm, failed battery test or blank display were noted. However corroded battery cap contact noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and buttons stick. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump had rejects batteries, diminished battery life, scratches on screen and on insulin pump. The insulin pump will not be returned for analysis.